Manufacturer narrative:
One device was received for evaluation for the complaint that the device has given force sensor background test and it was alarming. The review of event log found that force sensor bgnd test. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint was confirmed by running the occlusion test. It is verified that the force sensor bgnd test occurs during the test. The device is repaired by replacing the main board. The main cause of the complaint was the faulty main board. After installing and replacing the parts, the pump passed all the testing and is fully operational.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device has given force sensor background test and it was alarming. The event occurred during patient use. There is reported patient involvement and no patient harm.